Manufacturer narrative:
(B)(4). Firing trigger teeth. The analysis results found that the (B)(4) device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received fully loaded with staples. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and the trigger post were found broken. While no conclusion could be reached as to what caused the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge in previous firings. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4) . The returned reload was loaded into a test device and it fired, cut and formed all the staples as intended.

Event description:
It was reported that during a laparoscopic sigma procedure, the device did not fire at all, no further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.